Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02401. The patient received two leads (from the same lot) as part of her scs system. It was reported the patient felt a shocking sensation or overstimulation at the ipg pocket site. The patient denied any trauma or injury to the site. Diagnostic testing revealed invalid impedance readings for multiple lead contacts. Allegedly reprogramming was unable to provide stimulation coverage without the patient feeling uncomfortable pocket stimulation. The physician planned to explant and replace the patient's scs system on (B)(6) 2012. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.